Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the contralateral leg endoprosthesis was placed in the left common iliac artery, a distal type I endoleak was confirmed. The physician decided to cover the left internal iliac artery to extend the distal sealing zone, which was not planned preoperative. The left internal iliac artery was coil embolized and the additional stent graft was extended into the left external iliac artery. The patient tolerated the procedure. The physician commented that he should have use a larger device size.